Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited oversensing. No resulting adverse effects were reported and the patient was instructed to return for a root cause evaluation. Further evaluation with boston scientific's internal engineers stated the observed oversensing was most likely the result of a fractured electrode conductor, while the system had been programmed in the secondary sensing vector. Oversensing was seen only when the patient was crossing their arms, and observed in both the alternate and secondary vectors: both vectors use the secondary conductor. The primary vector configuration was confirmed stable, exhibiting proper sensing. Data analysis also showed a stable shock impedance, thus the conductor of primary, as well as the conductor of the coil, were deemed reliable. To date, this system remains implanted and in service- programmed in the primary sense vector.